Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/5/2023, it was reported by a sales representative via (B)(4) that an abs-10060 angel prp system centrifuge had an issue. The angel device was getting caught up as it spun and overheated. The motor was loud. No case involvement. Additional information has been requested. On 9/8/2023, the sales representative provided the following information via phone: this occurred during a prp procedure in a clinical setting with no anesthesia. When the cassette was locked into the machine, it looked like one of the locking arms might have been bent, and the machine started to overheat and make a loud noise when running. There was no burn smell or smoke noticed at the facility, the machine was turned off, and the prp spin was finished. The procedure was completed successfully with no adverse effect to the patient or the staff, no one was injured, and there was no case delay.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Upon visual evaluation, no issues were found with the device. Upon functional testing, the angel had no issues when it spun, no problems were found when the cassette was locked into the machine, and the locking arms worked as required. The angel did not overheat, and no loud noises were noted during the test for 45 minutes. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. No problem found.